Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after performing endovascular vascular therapy (evt), the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and the device slipped out, requiring conversion to manual compression to complete hemostasis. Manual pressure was used to complete the procedure. There was no reported patient injury. A 7f non-cordis sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery and sheath insertion angle was verified by angiography, and the vessel diameter was confirmed to be =5mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stent, no significant stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after performing endovascular vascular therapy (evt), the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and the device slipped out, requiring conversion to manual compression to complete hemostasis. Manual pressure was used to complete the procedure. There was no reported patient injury. A 7f non-cordis sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery and sheath insertion angle was verified by angiography, and the vessel diameter was confirmed to be =5mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stent, no significant stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436380 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.